Event description:
Pt was having a mr procedure performed. Pt noticed a burning sensation in their left arm. The mr procedure was stopped by the operator. A burn the size of quarter was observed and treated with cold compresses. The pt was put back into the mr procedure with a different coil. When the mr was completed there was a blister the size of a quarter on their arm. The pt left and later complained of their left arm swelling and the blister becoming larger.